Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed without any problem. Another 3.50mm x 8mm nc emerge balloon catheter was used; however, the balloon also ruptured during procedure. The device was removed using the normal method without any problem. The procedure was then completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.